Event description:
Patient rec'd artelon implant for osteoarthritis of the left thumb carpometacarpal-cmc- joint in 2005 and the right thumb in 2006. He developed erosive changes of the right thumb cmc joint with increasing pain culminating in a revision interposition arthroplasty in 2007. He now presents with identical complaints and findings on the left and is scheduled for revision surgery. This implant appears to have caused an inflammatory response with bone destruction. If this has been observed in other cases, I believe it warrants further investigation and withdrawal of the product from the market. There are other procedures that can be undertaken for this condition that appear to be less risky. Date of use: #1 2005 - 2007, #2 2006 - 2008. Diagnosis or reason for use: #1. Osteoarthritis, #2 osteoarthritis. Event abated after use stopped or dose reduced? Yes.